Event description:
Information received from the field does not address the patient's clinical status but notes loss of sensing and capture and >2500 ohms lead impedances. Due to the patient's age, the device was programmed to vvi and was left in place.